Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results generated by the alinity I processing modules for a 68-year-old female patient. The samples were repeated, and normal results were obtained. The following data was provided: reference range: =14 pg/ml. Sid: (B)(6) (first sample): (B)(6) 2026 initial result ((B)(6)) = 66.2 pg/ml. (B)(6) 2026 repeat results ((B)(6)) = 7.7 pg/ml, 7.5 pg/ml, 7.2 pg/ml. Sid: (B)(6) (second sample): (B)(6) 2026 initial result ((B)(6)) = 8.7 pg/ml. Repeat results ((B)(6)) = 7.0 pg/ml, 7.8 pg/ml, 113.2 pg/ml, 8.8 pg/ml, 8.0 pg/ml, 8.1 pg/ml, 8.85 pg/ml. No impact on patient management was reported.